Event description:
Third month post uae, amenorrheic for two months followed by two episodes of vaginal bleeding in the following month followed by a month of no bleeding. Bleeding began again two weeks ago and has not stopped. Multiple blood clots expelled vaginally almost daily.